Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis (pd) patient was hospitalized for not using the prescribed dialysis solution ordered by the treating physician. The patient did not miss any dialysis treatments. Requests for patient medical records have been made but not received.

Manufacturer narrative:
Plant investigation was submitted on previous report. There is no supplemental report.